Event description:
Reported blood glucose results of "91, 396, 215, and 97 ng/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution are being replaced.